Manufacturer narrative:
Two photos and two samples were received by our quality team for evaluation. The failure mode of foreign matter was confirmed by photographs and samples received for analysis. One particle was identified as a piece of cardboard. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The process of material receiving utilizes cardboard boxes which may shed particles unto components/plastic package. There are segregated areas for unpacking of components and packing of product which prevents cardboard from entering the controlled manufacturing area. The root cause is the process of the utilization of cardboard boxes for component receiving which is prevented by having a segregated area for unpacking (de-trashing area). This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
Material no.: 260715c; batch no.: 9115967 it was reported that there is orange staining around the barrel and sponge and also pieces of debris inside the packaging. Per email: we have a total of 40 260715c chloraprep applicators that are exhibiting staining. I have removed them from stock and have them segregated in my office to return for inspection ¿ please provide return instructions and I will get these sent to you. Lot# 9161963 14 ea; 9242668 11 ea; 9242658 15 ea. I had sent these edits along but you must not have received them. Please make these changes before reaching out to the customer. Any questions, please reach out to me. Another complaint has come in (new lot#). Please see below and please reach out to [omitted]. I received the replacement 10.5ml chloraprep one step applicators today. Upon opening the boxes, I noticed that the same staining is evident on most of the units. Of particular concern, I found two with debris inside of the packaging (blue arrows below). One of the pieces of debris seems to be within the heat-sealed area of the packaging. It is possible that these are fragments of sponge, but in any case, they are very concerning. The lot#'s of the replacements that you sent are 9115967. I will keep these two boxes set aside for now. Please advise next steps.

Manufacturer narrative:
(B)(4); initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there were pieces of debris inside the packaging.